Event description:
Procedure: lap anterior resection rectopexy. According to the reporter: the stapler was fired but would not release from tissue. A mini laparatomy was performed to remove the dlu from the tissue. The patient self discharged on the same day.